Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation was performed. A visual inspection indicates that the lead body was twisted and the helix was retracted. The allegation against the observation could not be confirmed by analysis. Further, the lead passed electrical testing. The lead was clinically out of specification and the damage was induced in the field.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and an attempted right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms during implant procedure prior to wound closure. Attempts to obtain additional information were unsuccessful. The lead was never in service while the ICD remains in service. No adverse patient effects were reported.